Manufacturer narrative:
According to the IFU, bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. In this case a (B)(6) female had rectal preformation following transanal irrigation. Surgical intervention included hartman procedure with colon resection and colostomy.

Event description:
(B)(4). According to the information received, a (B)(6) parient used peristeen anal irrigation and had a rectal perforation. The complaint states that the user had abdominal pain after irrigation but on bleeding. She went to the ER 1-2 hours after irrigation. She was diagnosed with a perforation in the upper part of the rectum and recieved hartman operation with resection of the rectosigmoidem and colostomy.